Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently reported the incorrect age of the patient.

Event description:
It was initially reported that the patient recently developed sleep apnea. The physician disabled the device and it was said to improve a little. The patient was later turned back on. The relationship of the apnea to vns is unclear at this time. No further information was provided. Good faith attempts for more information were unsuccessful to date.